Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 370 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer stated that his blood glucose level rose almost 100 mg/dl after dinner and wanted to verify that a bolus was delivered. Customer was advised how to check the history. The insulin pump was not replaced or returned for analysis.